Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit had a damaged touchscreen resulting in limited functionality and fluid ingress on cleaning solutions. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the touchscreen. The customer replaced the touchscreen and the issue was resolved.